Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be implanted due to helix extension issues and sub-optimal electrical measurements. The lead was extracted and replaced prior to pocket closure. No adverse patient effects were reported.